Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(6) 2011, this report will be processed as is.

Event description:
Customer states they had a urine and serum sample from the same pt and received 2 different results...serum test was positive...they followed up with a beta hcg on the access with an excess 118,000...the urine sample gave a negative result.